Event description:
It was reported that the catheter became entrapped on the wire. A 2.4mm jetstream xc catheter and thruway guidewire were selected for use in an atherectomy procedure. During the procedure, the catheter became entrapped on the guidewire. The devices were removed and exchanged for new devices. The procedure was completed and no patient complications occurred.